Event description:
It was reported that the patient with a pacemaker exhibited syncopal episodes. Review of the electrogram showed an increase in right ventricular (rv) pacing impedances for the last year however, there was no oversensing observed. Additionally, it was noted that the rv lead is positioned in the his. Boston scientific technical services recommended to evaluate the lead. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).